Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was outside of clinical use at the time of the reported event. A philips remote service engineer (rse) inspected the system remotely and confirmed that the system while booting up reaches 0:00 and hangs up. A philips field service engineer (fse) inspected the system onsite and identified that the flexvision pc frame grabber card failed to initialize. Analysis of the system log file showed that a frame grabber card initialization error in the flexvision pc which can result in the system not being able to complete the startup sequence. Due to manufacturing issues, the frame grabber card may not function as intended, leading to issues with the system's flexvision pc. Philips has initiated a medical device correction (z-1144-2024). The fse replaced the flexvision pc and installed the software, and the system was returned to use in good working order.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the flex vision pc failed. No harm was reported to philips. Philips has started an investigation of this complaint.